Manufacturer narrative:
Initial reporter is company representative. Investigation summary: the blade/screw guide sleeve (p/n 03.037.017 lot 9359339) was received showing a portion of adjacent threads stripped and nicked. The distal alignment tab was also bent and broken. A fragment(s) of the distal alignment tab was broken off and missing. The red epoxy alignment indicators were peeled off and missing. The missing epoxy was investigated under CAPA (B)(4) and does not require any additional investigation for this defect. No other issues were identified with the returned components of the device. Functional testing showed that the returned buttress/compression nut (p/n 03.037.016 lot 9411835) could ¿fasten and unfasten¿ along the blade/screw guide sleeve (p/n 03.037.017 lot 9359339) up to the portion of adjacent threads that are stripped on the guide sleeve. Due to the stripped threads on the guide sleeve, the buttress/compression nut cannot disassemble from the guide sleeve. Can the complaint be replicated with the returned device(s)? Yes: the reported complaint condition of cannot disassemble could be replicated with the returned devices. Device failure/defect identified? Yes: the device failure/defect of stripped threads was identified during the investigation and is related to the reported complaint condition. New failures/defects of missing color markings and broken/bent distal alignment tab were identified. Dimensional inspection: drawing: protection/guide sleeve. Feature: threaded shaft diameter. Specification: 16.52 mm +0/-0.03 mm. Measured dimension: 16.50 mm. Result: conforming. Measurement device: ca818. Dimensional inspection of the distal alignment tab was not performed due to post manufacturing damage/deformation and missing fragments. Document/specification review: drawings, reflecting the manufactured and current revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: the complaint condition is confirmed for the blade/screw guide sleeve (p/n 03.037.017 lot 9359339) as a portion of adjacent threads were stripped and nicked. The distal alignment tab was also bent and broken. The red epoxy alignment indicators were peeled off and missing, the missing epoxy was investigated under CAPA (B)(4). No definitive root cause could be determined for how the threads on the guide sleeve were damaged and distal alignment tab bent/broken. It is possible that the device encountered unintended forces/rough handling during device use intraop. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history review: part: 03.037.017, lot: 9359339, manufacturing site: (B)(4), release to warehouse date: 04. Feb. 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation on an unknown date, the threads of the blade/screw guide sleeve were damaged and the buttress/compression nut can no longer pass through when the surgeon was removing it from the aiming arm. The surgeon had to use mallet taps to disengage the trocar from the targeting arm. There was a surgical delay of 1 minute. The surgery was completed successfully with no adverse consequence to the patient. Concomitant device reported: unknown aiming arm (part# unknown, lot# unknown, quantity# 1), unknown wire guide sleeve (part# unknown, lot# unknown, quantity# 1), unknown trocar (part# unknown, lot# unknown, quantity# 1). This is report 1 of 2 for (B)(4).